Manufacturer narrative:
Follow-up # 1 ¿ (09/19/2014). The patient¿s meter has been returned on 9/3/2014 and evaluated by lifescan product analysis on 9/8/2014 with the following findings:no error message is observed in the error log, and error was not reproduced during the investigation. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2014 a reporter for the lay user/patient contacted lifescan (lfs) alleging that the patient¿s onetouch ultra2 meter was displaying an error 2 message. The complaint was classified based on the customer care advocate¿s (cca) documentation. The reporter/patient claimed the alleged issue began on (B)(6) 2014 at approximately 10:00am. The patient reportedly manages his diabetes with an unknown type/dose of insulin (self-adjuster) and continued with his usual diabetes management routine in response to the alleged issue. The patient claimed that approximately 2 hours after the issue began, he developed symptoms of ¿light headed, dizzy, weak and blurred vision¿ it was not specified if he received any form of treatment for his symptoms. At the time of troubleshooting, the cca noted that the subject device was not being used for the first time. The subject test strips were in good condition. The testing technique was incorrect. The issue was resolved with training. Replacement products were sent to the patient and subject products are pending return for investigation. This complaint is being reported because the patient claims he was unable to test his blood glucose due to the reported issue and reportedly developed symptoms suggestive of a serious injury after the alleged meter issue began.